Manufacturer narrative:
Sensor ((B)(4)) has been returned and investigated. Visual inspection has been performed and issues were observed. Extracted data from returned sensor using approved software. The sim-vivo ((B)(4)) test was also performed and results 2324 within 947 to 3260 counts. The sensor plug was returned, and it was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. All results were within specification. No malfunction or product deficiency was identified all pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer¿s adc freestyle libre sensor received a "replace sensor" message on the same of the wear. It was further the customer experienced unspecified symptoms of hypoglycemia and a loss of consciousness. The customer was unable to self-treat and an ambulance was called and the customer was given glucose gel for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.